Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) lens is broken. Upper case is dented, ring is bent, and keyboard window is pitted / damaged. (B)(4).

Event description:
It was reported the display is cracked. The device was returned for repair. No patient involvement or complications were reported.